Manufacturer narrative:
The pump was received with intermittent act button response due to corroded keypad trace. There was no button error alarm noted. The pump alarmed for unexpected restart after battery change, due to faulty c13 on interface board. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked case near reservoir window and cracked battery tube threads.

Event description:
The customer's father reported via phone call of issues with customer's insulin pump. The father states the customer's pump alarmed for button error. The father states the customer tried to replace the battery, but received unexpected restart alarm. The customer was unable to clear the alarms. The customer's blood glucose level at the time of incident was 128mg/dl. Troubleshoot was conducted, the customer was advised the pump would have to be replaced and returned for analysis.